Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1258t st jude lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. An interrogation of the implantable cardioverter defibrillator (ICD) device revealed pacing in the 30s, which was below the programmed lower rate limit. The device remains in use. No further patient complications have been reported as a result of this event.